Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving patient notification alert, high out-of-range hv lead impedance was observed. Programming changes were made.